Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 1mm distal of the proximal markerband. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 38mm distally. No other issues were noted with the balloon material. As per mustang specification, the rated burst pressure for this device is 20 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified external iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 6 bar for 20 seconds, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified external iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 6 bar for 20 seconds, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient status was stable.